Event description:
It was reported that the device is not holding pressure during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.